Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 35 mg/dl at the time of the incident and the paramedics were called. It was reported that the alarm did not go off at 60 mg/dl but did not go off until 35 mg/dl. The customer¿s other blood glucose was 85 mg/dl. The customer called the emergency medical service and they gave him an intravenous. The customer had given himself a large bolus of 21 units before eating the chinese food. While eating chinese the customer faded out. The insulin pump was in auto mode at the time of the incident. The customer was experiencing low blood glucose for last night. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. It was reported that the customer thinks that they had over bolused. The insulin pump will not be returned for analysis.